Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. (B)(4) evaluated the device and observed that the device failed temperature assessment. The reported condition was confirmed. The assignable root cause was determined to be due to worn bearing from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had failed temperature assessment. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.